Event description:
It was noted that one of the clips had dislodged. Response- the device listed on medwatch form was the actual ligation clip. The ligation clips were not returned to the manufacturer. The applier (delivery device) was requested and received from the user facility. The actual device used was not identified therefore a request for all appliers were requested for evaluation. The devices are being retained at the facility. Response- a request for the autopsy report was made to the user facility through the company representative. The autopsy report was not provided to the manufacturing facility for review.

Event description:
The patient with a history of symptomatic aortic valve stenosis and triple vessel coronary artery disease who underwent a three vessel coronary artery bypass grafting and aortic valve repair. The grafts included lima-lad/y graft, left internal mammary artery - left anterior descending, svg1, saphenous vein graft, connecting svg2 to pda, posterior descending artery, svg2 connecting aorta to om1, obtuse marginal. No complications during the procedure were reported and the patient was transferred to the cardiac surgery intensive care unit in satisfactory condition. The patient was stable for approximately the initial twelve hours post operative when they suddenly hemorrhaged 2000 ml of blood into the mediastinal chest tube. Cardiovascular resuscitation was initiated immediately and their chest was re-opened in the ICU. The site of bleeding was immediately identifed as coming from a leak in the branch of the svg2 graft connecting the aorta to the om1. It was noted that one of the clips had dislodged. The surgeon repaired the leak by suturing. Despite immediately repairing the leak, the patient could not be resuscitated and they expired. Investigation revealed that the physician assistant was responsible for harvesting and clipping the grafts, using the vaso view system. Prior to closure, the surgeon tested all of the grafts under pressure to insure that there are no leaks and noted that there were no leaks and the chest was dry at the time of closure.